Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure to replace a lead due to the physician mistakenly cutting the lead during an implant procedure. The lead was explanted and the new lead was connected to the existing implantable pulse generator (ipg). The cut lead was discarded by the hospital.